Event description:
Ous MDR. After an implant period of approximately 91 months battery depletion was reported. Three days before, a battery status eri was transmitted via home monitoring. The ICD was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 32 charge processes had been documented. The charge drawn from the battery was checked and proved not to be within expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted due to the already severely discharged battery.the ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was confirmed. The electronic module was then connected to an external voltage source and underwent an electric function check. The electronic modules capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The analysis of the current uptake of the electronic module, in particular, proved to be unremarkable. The battery was then returned to the manufacturer for a thorough analysis. First, a microcalorimetric measurement of the battery was performed. It showed an increased heat tone. In the next step, the battery was opened and examined. An increased battery-internal self-discharge was detected in the process, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.